Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had cubies not registering on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had cubies not registering on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets a1 and a3 in drawer 3 of the auxiliary were not registered as active despite cubies being in those locations. A field service engineer investigated an issue where row a pockets in full height cubie drawer 3 were not displayed in the app. Troubleshooting revealed no lights on cubie tray a. In hardware test application (hta), several cubie pockets were removed to access and remove tray a. The station was powered down, tray a was replaced, cubie pockets were reinstalled, and the station was powered back on. The system functioned as intended after the field service engineer repaired the device.